Event description:
It was further reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.

Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as the display was found to be out of calibration. It was also noted that the floppy drive was defective. The keyboard and keyboard cover were missing. The printer paper was almost depleted. The upper and lower bullets were worn. The cord bay and hinge cover plates were broken. The link electronic module board failed. The company logo button was broken and errors were noted in software history. The instrument was decommissioned with approval of the customer. If information is provided in the future, a supplemental report will be issued.